Event description:
Information was received from a consumer regarding a patient receiving intrathecal bupivacaine and unknown morphine via an implanted pump for spinal pain indications. It was reported that the patient¿s myptm app version was 2.0.1700. The patient was trying to figure out how to check their expected refill date. The agent assisted the patient in connecting to the pump and accessing the therapy details. It was reported the connection was 'slow again. It goes from 0% to 90% in like 10 seconds, and then it takes like 2 minutes to go the other 10%. It's kind of a pain waiting for it to work. Right now, it's retrieving pump settings. It's at 90%.' The patient was able to connect well after a brief telemetry delay. The patient read the expected refill date of (B)(6) and an expected lockout of 17 minutes with 4 boluses left today. The patient inquired how long it would take the pump to go completely empty if they were to happen to reach their expected refill date. Agent reviewed considerations and redirected to healthcare provider. The patient mentioned the pump was implanted for their back injury. When asked about the event date of telemetry delay, the patient stated, 'almost since the day I've had it, it's always taken awhile to get up to 90% and then it sits there for 2-3 minutes and then it finally goes through,' and did not provide further information. Agent assisted the patient in clearing data. The patient would monitor and call back for assistance as needed. Additional information was received from a consumer on (B)(6) 2025 and the patient called and asked to how to see the refill date on the handset which showed (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.